Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental will be filed.

Event description:
Boston scientific received information that this pacemaker was a case of an attempted implant due to product performance issue. The device was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to correct data that was submitted in the previous report, including the alert date. This pacemaker was an attempted implant. The device was connected to the existing right ventricular (rv) lead, but noise was observed. Troubleshooting was performed, but the physician ultimately requested a new device, thinking the lead connection was too tight. However, with the new device, noise on the rv channel continued. It was noted that extreme force was used on the rv lead during the procedure, which was thought to have caused damage to lead and resulted in the observations. At this time, the device that was an attempted implant has been returned and analyzed.